Event description:
A 76-year-old male with acute myocardial infarction complicated by cardiogenic shock was supported with an impella 5.5 inserted via the right axillary/subclavian artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage d shock. Comorbidities were not reported. Support was escalated from an impella cp to an impella 5.5. A double-barrel technique was utilized for device delivery. Following implantation, the impella 5.5 was gradually increased from p2 to p6, achieving flows of approximately 3.6 l/min. The impella cp was simultaneously reduced in support and withdrawn into the descending aorta pending removal. Device performance parameters were reported to be appropriate at that time. Transesophageal echocardiography confirmed satisfactory device position, with the inlet located approximately 4.6 cm from the aortic valve and freely positioned within the mid left ventricular cavity. Subsequently, the patient developed supraventricular tachycardia with a heart rate of approximately 152 beats per minute. Synchronized cardioversion was performed, and the patient returned to sinus rhythm. Following cardioversion, abnormal device parameters were observed on the automated impella controller. The left ventricular and aortic pressure signals appeared transposed, motor current pulsatility became markedly dampened, and systolic and diastolic flow values became nearly equivalent. At p6 support, displayed flow values were approximately 5.0 l/min despite previously reported lower flows, consistent with pump saturation. An "impella in aorta" alarm was also displayed despite previously confirmed appropriate device position by transesophageal echocardiography. The abnormal controller findings were reviewed with the surgeon. Based on the reported pump saturation, abnormal signal behavior, and continued controller alarms, the decision was made to remove and replace the impella 5.5 with another impella 5.5. Following explant of the affected device, biomaterial was reportedly observed within the outflow region. The patient survived to explant of the affected impella 5.5.

Manufacturer narrative:
Product complaint # (B)(4).